Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the electronic perclose prostyle instructions for use, IFU, states: prior to deployment of the perclose prostyle smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. It is unknown if the violation of the IFU contributed. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the knot was not advanced fully to the vessel wall as stated by the account or the knot may have been inadvertently prematurely tightened. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using a 13f sheath after an fibrillation ablation procedure. Femoral imaging was not performed. Reportedly, the suture could not be fully advanced to the target location, therefore, it was unable to achieve hemostasis. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.